Event description:
"Customer reported: an assistant at the office stated after giving injections to babies and as they were going to push on them to close them the needle went through and gave on two different occasions used needlesticks to two female staff members. They have not yet gone for bloodwork but was told they might just did not know when. See attachment email and initial email from customer. "